Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the device had been turned off (B)(6) 2019 and that the patient was not able to get the device charged after that. It was noted that the reason for not being able to charge and actions taken were unknown at the time of the report. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient accidentally turned the device off. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the device was inadvertently turned off on (B)(6) 2019 after being recharged. No further complications were reported/anticipated.